Manufacturer narrative:
The hardware investigation of the returned instrument handle found that the reported event was related to a physical damage issue. The handle had a broken off impact cap. The tool locking mechanism functioned as expected. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Site dr. (B)(6) declined to provide patient information. Return requested. Replacement egg quick connect handle shipped to site (B)(4) 2016. No parts have been received by manufacturer for analysis. On (B)(4) 2016 a medtronic representative, following-up at the site, reported the surgeon did not use a second apt to continue the procedure. After the damage occurred, the surgeon used the cervical probe, as it did not need the handle to continue the procedure to completion. The reported event occurred before placing a screw. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's egg quick connect handle was damaged. While the awl/probe/tap (apt) probe was used, the handle was hit with the hammer and the rear part of the handle was detached, the inside shaft was broken. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.